Event description:
It was reported that the insulin pump shut off unexpectedly and the customer received unexpected restart and battery out limit alarms. Customer's blood glucose was 62 mg/dl, which was treated with juice and broccoli. The alarms occurred during normal use. It was stated that the issues may indicate a loose battery cap. The customer's basal rates were still in the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.